Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date and use before date could not be obtained. Concomitant medical products: vedr01 ipg implanted: (B)(6) 2015, dvbb1d1 ICD. Implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that an alert was received due to low impedance (19 ohms) on the right ventricular (rv) lead high voltage shocking coil. Rv coil impedances have been trending in the 80s ohms range and had then dropped to 50 ohms. The lead was subsequently extracted. During the extraction, the superior vena cava (svc) was torn and the patient's blood pressure dropped. The patient coded and was intubated. The lead was removed but not replaced due to the patient's condition. Emergent open heart surgery was performed. The patient subsequently died the following day. No additional information is available.